Event description:
Sigma spectrum infusion pump s/n (B)(4) failed to alarm for an upstream occlusion condition. The pump displayed a delivered volume that did not accurately reflect the actual delivered volume. The clinician states: "the pt was on a precedex drip and it was later noticed that the IV pump had not infused the expected volume. The tubing was partially occluded by the slide clamp and the pump should have alarmed to notify the rn."